Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, moderate calcification and 90% stenosis. A non-abbott guide wire crossed, pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon and intra-vascular ultra sound (ivus) was performed. Then the xience xpedition 2.5 x 28 mm stent delivery system (sds) was advanced; however it could not cross due to strong resistance prior to reaching the lesion. It was attempted to retract the device, however it could not be retracted due to resistance around the stent. The guiding catheter was deeply engaged and the sds was able to be withdrawn. Outside the anatomy, the stent struts were noted to be damaged. The lesion was dilated and the procedure was completed. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.